Event description:
It was reported that the shaft punctured. A135cm mamba flex microcatheter was used for treatment, but it was noticed that a the microcatheter punctured. The femoral angioplasty procedure was completed with another device. No patient complications resulted in relation to this event.

Event description:
It was reported that the shaft punctured. A135cm mamba flex microcatheter was used for treatment, but it was noticed that a the microcatheter punctured. The femoral angioplasty procedure was completed with another device. No patient complications resulted in relation to this event.

Manufacturer narrative:
The mamba flex microcatheter was returned for analysis. Visual and microscopic inspection revealed the shaft material was peeled / torn approx. 25.5cm-32cm distal of the strain relief. There was also bunched material bunched with a hole 68.5cm distal to the strain relief.